Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight, and the two-way stop cock was closed. The stent graft was found to be released and appeared clean. There was no broken struts on the returned stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the delivery system was received in the deployed configuration, and the stent graft was returned released. Based on the condition of the sample, the reported problem of failure to deploy cannot be reproduced. Per the reported details, an introducer sheath was not initially used to advance the device. The instructions for use (IFU)states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review:the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft would not deploy at the venous anastomosis of an a-v graft. The device was retracted without incident. Another stent graft was used to successfully complete the procedure. There was no reported patient injury.